Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardiac monitor exhibited a false pause due to undersensing because of poor electrode contact in the pocket. No intervention was performed. There was no other false pause episodes. The patient was stable before, during and after the event and would continue to be monitored.